Event description:
Respiratory therapist removed air from ett with syringe prior to extubation. Once extubated, balloon still inflated despite cuff being deflated. Syringe placed on end of cuff and unable to expel air from balloon as appropriate. No patient harm